Manufacturer narrative:
Method code updated: - actual device evaluated, visual inspection, manufacturing review. Results code updated: fracture problem, incomplete device returned. Conclusion code updated: - operational context caused or contributed to event. Complaint sample was evaluated and the reported event was confirmed. As returned the tip of the cannulated driver is fractured off. The fractured portion was not returned. As returned the solid driver was twisted. The devices meet print specifications where measured. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. As part of corrective actions, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant devices ¿ t7 solid driver catalog #: 110018541 lot #: 14392a. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2017-03421). Returned, not yet evaluated.

Event description:
It is reported that during the procedure, when the cannulated driver was used to implant the screw, it twisted. The surgeon used the solid driver to complete the procedure, but the solid driver twisted as well. The surgery was able to be completed successfully and no adverse events were reported as a result of this malfunction.